Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn since the device was not returned. A review of the device history records has been requested. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Placeholder.

Event description:
The consultant reported surgeon was performing acdf (anterior cervical discectomy and fusion) procedure at c5-c7. The surgeon placed cslp plate (part no. 487.227). When placing the right c5 expansion head screw (part no. 487.056), one of the four tabs on the screw broke off while tightening with the screwdriver (part no. 387.282). Since the screw will not lock without all four tabs intact, the surgeon removed it. The expansion head screwdriver was not able to engage the screw. The surgeon used the conical extraction screw driver (part no. 387.34) to remove the device; however, the tip broke off in the head of the expansion screw. The surgeon used a small non-synthes forceps to break off the remaining 3 tabs. The surgeon removed previously implanted locking screws and expansion head screws, a plate, and a partially implanted screw. All implants and fragments were successfully retrieved from the patient. The previously removed plate was re-inserted into the patient; however, the surgeon used all new screws to complete the procedure. This device is 1 of 2 reported for complaint (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. The results of the product development evaluation are as follows: synthes spine, trauma, and vet systems include conical extraction screws (387.34) to help remove bone screws. This complaint occurred while using the spine¿s cervical spine locking plate (cslp). The surgeon attaches a handle with a quick coupling (311.43.99) to the proximal end of the shaft. When turning the shaft counter-clockwise, the left-handed conical threads grab the inner screw surfaces to remove the desired implant. The chu reviewed the drawing. This document details the appropriate dimensions, material, and finishing processes for a successful extraction screw. The failure occurred because the distal tip experienced stress beyond the yield strength of the material. The loading conditions are unknown. Combined axial torsion and off axis bending can result in this failure. Since the loading conditions and root cause are not known, the disposition of this complaint from a design perspective is indeterminate.

Manufacturer narrative:
The two receipts of this lot were released 02/22/2012 and 04/25/2012. (B)(4).

Event description:
This is 1 of 2 reports for the same event reported on complaint (B)(4).